Event description:
It was reported that doctor experienced loss of foot pedal during phacoemulsification which resulted in an unplanned vitrectomy. No sutures were required. No post operative complications were reported. Good patient outcome.

Manufacturer narrative:
Upon inspection and analysis of the unit the field service engineer (fse) could not duplicate the reported problem. Fse upgraded the unit and replaced solenoid/strain gauge, cable, battery fuse protector. The system meets amo specifications. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.